Event description:
A critical patient was running epi and norepi when the pump experienced a communication error. The pump had not been bumped or touched prior to the communication error occurring. The pump was immediately switched out with a backup pump with a minimal gap in medication infusing. The attending physician did not believe that the pump error accelerated the patients decline. Manufacturer response for infusion pump, alaris (per site reporter): pending.

Event description:
A critical patient was running epi and norepi when the pump experienced a communication error. The pump had not been bumped or touched prior to the communication error occurring. The pump was immediately switched out with a backup pump with a minimal gap in medication infusing. The attending physician did not believe that the pump error accelerated the patients decline. Manufacturer response for infusion pump, alaris (per site reporter): pending.